Event description:
It was reported that on (B)(6) 2011 the patient was scheduled for a peripherally inserted central catheter (PICC) line insertion at angiosuite. Under ultrasound guidance, one of the paired right brachial veins was cannulated with the standard PICC set puncture needle. A guidewire was threaded through the needle. It was manipulated through the brachial vein. When the tip was around the proximal aspect of the brachial vein, unthreading of the wire was observed. Attempts were made to try retrieving the wire, but further attempts made the wire unthread further. Eventually, the wire completely unthreaded, leaving behind a portion measuring about 3 cm in span in the proximal aspect of brachial vein. As the patient needed intravenous access, the cephalic vein was next cannulated and this time, there was successful manipulation of the guidewire into the central veins with successful deployment of the PICC line, with its tip at the svc/right atrium junction. A CT scan and ultrasound were done immediately to document the position of the guidewire. It was confirmed to be lying in one of the paired right brachial veins, which was of small caliber, lying distal to the auxilliary veins. The central veins were patent. Similarly, the other paired brachial vein was also patent. Immediate vascular surgery consult was performed. Options of leaving the guidewire in-situ as compared to attempted retrieval were discussed. Decision was made to leave the wire in-situ, in view of patient's clinical condition and recent stormy post surgical history. Moreover the wire was noted to be in a small vessel, one of the paired brachial veins, and the other brachial vein was patent. It was unlikely to migrate and be of clinical consequence. Attempted retrieval was deemed more risky than leaving the wire in-situ. Hence the wire was not retrieved and plan was close monitoring and only attempt retrieval if patient's condition gets worse or there is guidewire migration.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reuf0887 showed no other similar product complaint(s) from this lot number.